Manufacturer narrative:
(B)(4). The failure analysis evaluation and findings have been reassessed. Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported issue that the ¿black ceramic sleeve at the distal end was dislodged¿ on the permanent cautery hook instrument. The permanent cautery hook instrument was found to have a broken ceramic sleeve. The broken piece was missing as a result of the breakage and not returned. The size of the missing piece was approximately 0.135" x 0.16". This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the permanent cautery hook instrument or accidental collisions. Additional information not reported by site: the instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis with no evidence or claim of user mishandling or misuse. Fa also inspected the permanent cautery hook instrument weld and found no damage. This is a reportable event due to the following conclusion: thermal damage on the monopolar yaw pulley and distal clevis is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This instrument was returned with 5 allotted usages remaining and, therefore, had not expired. Implant date is blank because the product is not implantable. The information for names and address is not available. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
During a da vinci-assisted surgical procedure, it was reported that a patch of the black ceramic sleeve at the distal end of the instrument was dislodged. The surgeon found the lost patch during the surgery, and took it out intact. The procedure was completed utilizing the same instrument with no reported patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the black ceramic sleeve was retrieved intact. No additional surgical procedure was required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The customer suspected the reported instrument had a quality issue. The instrument was used approximately halfway through the case before the issue was noted. The instrument was inspected prior to use and there was no damage noted. The surgeon was dissecting and separating blood vessels with the instrument. There was no report of instrument collision. The instrument was not removed during the procedure. The customer had no issues upon final removal of the instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.